Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The hill-rom technician found the trend box linkage was rusted and dirty. The technician cleaned the linkage and adjusted the trend switches to repair the bed.